Manufacturer narrative:
Investigation in process. No additional info at this time.

Event description:
Maude event report # (B) (4): "total knee replacement with stryker knee. After 10 weeks, knee became swollen and painful...." Pt reports multiple surgeon visits, multiple aspirations and cortisone injections. Tested for infection, lupus, rheumatoid arthritis. Exploratory surgery done in 2007. No problem found. Surgeon replaced the spacer. After rigorous therapy again the swelling started. Blood tested for metal allergies. No significant allergic reaction to any metal. Swelling continued, multiple aspirations. Knee was revised to a depuy. After several weeks, the symptoms returned.